Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported that the injection button of her humapen ergo ii device was difficult to push down. The injection button could be pushed down, but the injection screw would not move out. The patient reported that she changed needles when the injection site hurt. She experienced abnormal blood glucose levels. The device was not returned to the manufacturer for investigation (batch number 1406d01, manufactured june 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. Troubleshooting of the device was provided by a trained professional by having the patient attach a new needle to the device and prime the device. After troubleshooting, the device functioned normally. A complaint history review of the batch did not identify any atypical findings with respect dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The user manual instructs to use a new needle for each injection and to not store the pen with a needle attached. The user manual also provides the proper steps for priming the device which will remove air bubbles and ensure that the pen and needle are working properly, thus ensuring that an accurate dose is delivered. There is evidence of improper use. The patient reused needles and did not prime the device which may be relevant to the abnormal blood glucose levels.

Event description:
Lilly case ID: (B)(4). This solicited case, reported by a consumer via a patient support program (psp) with a product complaint (pc), concerned a (B)(6)-year-old chinese female patient. Medical history included blood pressure high, lipids blood increased, coronary heart disease and cataract. Concomitant medications included acarbose, gliquidone and metformin, all for unknown indications. The patient received human insulin (rdna origin) injections (humulin r) from a cartridge via reusable pen (humapen ergo ii) 12 to 14 units three times daily, subcutaneously for the treatment of diabetes mellitus, beginning in 2011. She also received human insulin isophane suspension(rdna origin) injections (humulin n) from a cartridge via reusable pen (humapen ergo ii) 10 to 16 units each evening, subcutaneously for the treatment of diabetes mellitus, beginning in 2011. In (B)(6) 2016 she was hospitalized to adjust blood glucose. Further hospitalization details were not reported. On (B)(6) 2016 she had a hysterectomy surgery due to unknown reason; she was discharged from hospital on (B)(6) 2016. More information regarding this hospitalization was not reported. Then, she was hospitalized one again because her wound of the surgery did not heal completely. She was discharged from hospital in (B)(6) 2016. Additional information for hospitalization was not provided. She adjusted her human insulin and human insulin isophane according if her blood glucose was high or low; her fasting blood glucose was controlled at 10 to 16 (no units). Additionally, she experienced that pain appeared at injection sites and on 15jun2017 the injection button of the humapen ergo ii was difficult to push down (lot number 1406d01/ pc (B)(4)). Information regarding corrective treatments was not reported. The events were not recovered. Human insulin and human insulin isophane were ongoing. No follow-up would be requested since the reporter refused to provide more information. Treating physician contact details were not provided. The patient was the operator of the device and her training status was not provided. The device model duration of use was not provided but started since 2011. The reported device duration of use was not provided. The suspect humapen ergo ii was not returned to the manufacturer. The reporting consumer did not known if the events were related or not with human insulin, human insulin isophane and humapen ergo ii. Update 26-jun-2017: no additional information received from the initial reporter via a psp on 22-jun-2017 regarding adverse events, only that there was no hcp contact information. Update 26-jun-2017: upon review correction was received from lcac on 16-jun-2017. Discharge date from hospitalization event of impaired healing was corrected from (B)(6)2017 to (B)(6) 2016. Updated narrative accordingly. Edit 30jun2017. Case was opened to enter medwatch and to complete the european and (B)(6) (EU/(B)(6) device fields for device reporting. Edit 04-jul-2017: product complaint was added to the case and processed accordingly, no further details regarding adverse events were added to the case. Narrative was updated with new information. Update 24jul2017: additional information received on 19jul2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, and improper use and storage from no to yes. Added date of manufacturer. Corresponding fields and narrative updated accordingly. Update 25-jul-2017: additional information received from local affiliate on 24-july-2017 mentioning that the initial reporter refused to be following up. Updated narrative with paragraph of non-consent of follow-up. No additional changes were made to the case.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp) with a product complaint (pc), concerned a (B)(6) chinese female patient. Medical history included blood pressure high, lipids blood increased, coronary heart disease and cataract. Concomitant medications included acarbose, gliquidone and metformin, all for unknown indications. The patient received human insulin (rdna origin) injections (humulin r) from a cartridge via reusable pen (humapen ergo ii) 12 to 14 units three times daily, subcutaneously for the treatment of diabetes mellitus, beginning in 2011. She also received human insulin isophane suspension(rdna origin) injections (humulin n) from a cartridge via reusable pen (humapen ergo ii) 10 to 16 units each evening, subcutaneously for the treatment of diabetes mellitus, beginning in 2011. In (B)(6) 2016 she was hospitalized to adjust blood glucose (lot number 1406d01/ pc 4029819). Further hospitalization details were not reported. On (B)(6) 2016 she had a hysterectomy surgery due to unknown reason; she was discharged from hospital on (B)(6) 2016. More information regarding this hospitalization was not reported. Then, she was hospitalized one again because her wound of the surgery did not heal completely. She was discharged from hospital in (B)(6)2016. Additional information for hospitalization was not provided. She adjusted her human insulin and human insulin isophane according if her blood glucose was high or low; her fasting blood glucose was controlled at 10 to 16 (no units). Additionally, she experienced that pain appeared at injection sites (lot number 1406d01/ pc 4029819). Information regarding corrective treatments was not reported. The events were not recovered. Human insulin and human insulin isophane were ongoing. The patient was the operator of the device and her training status was not provided. The device model duration of use was not provided but started since 2011. The reported device duration of use was not provided. Action taken and return status for the suspect device was not reported. The reporting consumer did not known if the events were related or not with human insulin, human insulin isophane and humapen ergo ii. Update 26-jun-2017: no additional information received from the initial reporter via a psp on 22-jun-2017 regarding adverse events, only that there was no hcp contact information. Update 26-jun-2017: upon review correction was received from lcac on 16-jun-2017. Discharge date from hospitalization event of impaired healing was corrected from (B)(6) 2017 to (B)(6) 2016. Updated narrative accordingly. Edit 30jun2017. Case was opened to enter medwatch and to complete the european and (b)(46 (EU/(B)(6) device fields for device reporting. Edit 04-jul-2017: product complaint was added to the case and processed accordingly, no further details regarding adverse events were added to the case. Narrative was updated with new information.